Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event and kinked cannula event on (B)(6) 2026. The blockage was at the site. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.